Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported left side permanent pain and aesthetic dysfunction and "risk of lymphoma or another type of malignancy". Patient later reported "grade IV capsular contracture with deformity and danger of extrusion", seroma-late and multiple marginal folds and peri implant fluid. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side permanent pain and aesthetic dysfunction and "risk of lymphoma or another type of malignancy". Patient later reported capsular contracture (baker grade unknown), seroma-late and multiple marginal folds and peri implant fluid. Device remains implanted.